Event description:
Patient underwent a dental procedure when it was found that the handpiece of the core universal driver dental drill overheated causing a minor burn to the patient's right lower lip.